Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the cai appears to be native valve leaflet impingement on the sapien valve leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transapical tavr procedure, the 26mm sapien valve landed in 50:50 position; however, it appeared that the native valve leaflet was impinging on the sapien valve leaflet, resulting in moderate central aortic insufficiency (cai) on tee and angio. A second valve was positioned approximately 30% more aortic than the first but it landed 100% aortic. The patient did not tolerate the second implant and exhibited symptoms of an infarct. A decision was made to place the patient on bypass and prepare for open heart surgery to explant the valve which was believed to be blocking the coronary arteries. The patient was converted to open surgery and the valves were removed, and a surgical aortic valve was implanted. The patient tolerated surgical procedure well. The native annulus measured 21mm by tte. The native valve calcification was mild and there was no aortic root calcification reported. Per report, there was no mitral annular calcification (mac) and moderate ventricular septal hypertrophy. Coaxial alignment of the delivery system was fair; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 26mm, the patient¿s ef was 40%. Per echo, the leaflets were not noted to be long or torn. There was nothing unusual that occurred during bav.